Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was being used during a laparoscopic exploration for infection / lysis of adhesions procedure on (B)(6) 2024, and ¿defective kittners fell off in mid-surgery¿. There was a search for the missing kittners. The procedure was completed without the use of an alternate device and with a delay of 20 minutes. Further assessment found that a fragment or component fell into the surgical site, and the surgical team was "unable to find" them; therefore, all fragments or components were not retrieved. There was no medical/surgical intervention or extended hospitalization required for the patient, and the patient's condition is "stable". This report is being raised on the basis of injury due retained foreign body, as all fragments or components could not be found after falling into the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 6 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 reports, regarding 11 devices, for this device family and failure mode. During this same time frame 1,765 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was being used during a laparoscopic exploration for infection / lysis of adhesions procedure on 09aug24, and ¿defective kittners fell off in mid-surgery¿. There was a search for the missing kittners. The procedure was completed without the use of an alternate device and with a delay of 20 minutes. Further assessment found that a fragment or component fell into the surgical site, and the surgical team was "unable to find" them; therefore, all fragments or components were not retrieved. There was no medical/surgical intervention or extended hospitalization required for the patient, and the patient's condition is "stable". This report is being raised on the basis of injury due to retained foreign body, as all fragments or components could not be found after falling into the patient.

Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was being used during a laparoscopic exploration for infection / lysis of adhesions procedure on 09aug24, and ¿defective kittners fell off in mid-surgery¿. There was a search for the missing kittners. The procedure was completed without the use of an alternate device and with a delay of 20 minutes. Further assessment found that a fragment or component fell into the surgical site, and the surgical team was "unable to find" them; therefore, all fragments or components were not retrieved. There was no medical/surgical intervention or extended hospitalization required for the patient, and the patient's condition is "stable". This report is being raised on the basis of injury due to retained foreign body, as all fragments or components could not be found after falling into the patient.

Manufacturer narrative:
This correction updates information previously provided in follow-up report #1, which was based on data from an incorrect shipping units report: a two-year review of complaint history revealed there has been a total of 9 reports, regarding 12 devices, for this device family and failure mode. During this same time frame 54,645 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. (End of correction) the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 6 devices for this lot number and failure mode. Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.